Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the lead and extension were replaced. It was noted that there were no malfunctions visibly present, but the patient had experienced high impedance readings and a loss of stimulation when leaning forward, prior to the revision surgery. Impedance values "checked out ok" while the patient was upright and they were high upon flexation at the waist. It was stated that the patient was "great" and they were getting consistent therapy.

Event description:
Additional information received reported that the patient was scheduled for a revision on the (B)(6) 2013. Ten days later it was reported that no details were known about the revision. The reporter did know that it was a successful revision. Refer to manufacturing report #3004209178-2013-14601 for information previously reported that pertains to this event. The event was merged into one and any additional information will be sent as a supplemental to this report.

Event description:
It was reported that the patient felt a "surging sensation" while just sitting. The adaptive stim was not turned on. No additional information about the surging event.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).